Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient was going in for a CABG procedure and while the device was being checked there was loss of capture reported on this lead. Therapy was disabled in the ICD and the physician discovered that this lead had perforated the patients heart. The physician explanted this rv lead and was going to leave the ICD and ra lead implanted, however, the ra lead dislodged during this procedure. So, the system was removed. Should additional information be received, this file will be updated.